Manufacturer narrative:
Per tandem user guide: since air bubbles can compromise delivery accuracy, always remove all bubbles when drawing insulin into syringe; always hold the pump with the white insulin fill port pointed up when filling cartridge; and always ensure that there are no air bubbles in the tubing when filling. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal step. Additionally, it was reported that an empty cartridge alarm occurred while the cartridge was not empty. Customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level was 226 mg/dl.